Event description:
User experienced issue with low control recovery for ckmb when switching to a new lot of ckmb reagent. User pulled two patient samples that had been previously tested for ckmb using the old lot of reagent and reran these samples on (B)(6) 2010, using the new lot of reagent for comparison. The old lot is 153686. The new lot is 155150. The following discrepant patient results were received: sample 1, original result from (B)(6) 2010, using old lot gave 2.84; new lot gave 1.94 ng per ml. Sample 2, original result from (B)(6) 2010, using old lot gave 5.01; new lot gave 3.51 per ml. User said that the original ckmb results for both patient samples were reported and neither had been corrected. User did not consider original results erroneous, but did consider the repeat results to be erroneous. The repeat results were not reported and there was no affect to either patient. A reagent bulletin, which includes the new lot used by the customer, has been issued communicating the ckmb reagent has been restandardized. Customer established new control ranges for their own internal controls while running roche controls which recovered within specification.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.